Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1: date of submission: 08/09/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2016 with the following findings: a review of the pump black box data showed no evidence of unexplained pump reboots prior to the complaint date, however, pump reboots were observed in the black box on (B)(6) 2016. During a visual inspection of the pump, a battery compartment crack was observed. The returned battery cap was undamaged and secured properly to the pump; and a power loss was not observed when the pump was powered on. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The original complaint of intermittent power was shown in the pump history but was not duplicated during investigation.